Event description:
It was reported that a spectrum pump experienced a "blood back up" into tubing when infusing intravenous fluids at </= to 5ml/hour. This occurred during pediatric therapy. The same fluid volume and rate did not backflow using a large volume syringe pump . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.